Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling which suggested a poor ipg depth or orientation. It was confirmed via recent imaging that the patients ipg had flipped. The patient underwent a revision procedure. No further information has been obtained despite good faith efforts.